Event description:
It was reported that after implant, while still in the operating room, the device could not be interrogated. Three different programmers were tried. The device that had just been explanted could be interrogated fine. The next day, the device was explanted and replaced. Additional information received with the returned device reported device telemetry was normal before implant, during preprogramming, and during the implant when testing the device. It was only after implant that interrogation was not possible. Intermittent sensing was also noted. Additional information received reported the 4068 lead was capped and replaced due to suspected fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.